Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Review of this lot number found no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The device did not return to olympus for evaluation. However, images were provided so an evaluation will be based on the images included. Based on the images, the distal hypo tube is present. The needle tip looks sharp and without any physical defects. The handle is represented in any of the images so there is no comment about the handle. Based on the images provided, the needle did indeed puncture the distal end of the sheath, causing the sheath to tear. This can likely confirm the initial complaint of the instrument channel being broken by the needle. The observed failure is a known phenomenon resulting from putting the device through excessive range of motion and bending prior/during procedure. On page 10 of the device IFU (instruction for use) it states: return the endoscope to a neutral position to straighten the distal bend of the scope. Further, on page 11 of the device IFU the warning for this action states: "do not angulate/flex the bending section of the endoscope while the needle is protruding from the instrument channel of the endoscope. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the observed failure is a known phenomenon resulting from putting the device through excessive range of motion and bending prior/during procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): on page 10 of the device IFU (pn0009932_aj), it states: "return the endoscope to a neutral position to straighten the distal bend of the scope." Further, on page 11 of the device IFU the warning for this action states: "do not angulate/flex the bending section of the endoscope while the needle is protruding from the instrument channel of the endoscope. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned for evaluation however, photos of the defective device was provided. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the needle was slight bent after a therapeutic respiratory procedure. The issue occurred at the second attempt when the user punctured lesions at rb 1a and 1b. The outer sheath of the periview flex and instrument channel of bronchoscope (bf-p260f) was punctured by the needle. The user stopped the procedure after the second attempt of sampling. There was no patient harm or injury due to the event. No user injury reported.